Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v020186, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387s-40, lot# v534087, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported that over the weekend, the patient¿s implant got turned off, most likely patient was near a magnet. It was noted that the patient did not have a programmer so there was no way to check it or turn it back on. It was noted that there was still quite a bit of battery life so this was not due to battery depletion. Additional information received reported that the health care professional (hcp) was able to turn the battery back on. Please refer to manufacturer report #3004209178-2014-03959 for the patient¿s other device.